Event description:
Upon attempting to lavage pt, the red side of the pump failed and was draining air from the waste bag as opposed to stomach contents from the pt. After 2 rounds of water installation, the blue side began to fail as well.